Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional patient or event information was provided.